Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil. H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device.

Event description:
It was reported that after implant, the patient was hospitalized due to infection. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.

Manufacturer narrative:
H6. Adverse event problem codes; corrected information, initial report inadvertently omitted coding.